Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, when drilling for a screw, the flexible drill shaft broke. The surgeon noted that the patient has really hard bone. A new instrument was used to complete the surgery, there was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h6. Upon visual inspection the head of the device had fractured from the shaft. The black sheath has indentations but no tears. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.